Event description:
The customer reported the keyboard was locking up. This issue will cause the system to be unusable due to the liability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.